Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the implantable pulse generator (ipg) turning off and on, on its own causing intermittent and loss of stimulation. Patient also experienced undesired sensations wherein feeling symptoms of very strong cramping throughout his body which caused him to sweat and drop things he was holding. The patient also noticed the sensation when impedances were measured. The physician believed that the sensation was due to the implant being in a sensitive area of the brain. The patient also noted that he was a welder and would perform welding when first implanted but would turn the stimulation of while doing so. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively.

Manufacturer narrative:
Device technical analysis: visual and functional examination of the returned ipg revealed normal device characteristics. The current leakage test verified that there is no loss of electric current, the output monitoring showed that the stimulation remained on without any interruption, and the residual gas analysis confirmed that the case is intact. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, it states loss of adequate stimulation, overstimulation and or undesirable sensations that may require explant or reimplantation is a known risk with the use of deep brain stimulation. Investigation conclusion: based on all available information, engineers determined through analysis of the ipg that the reported allegation of an intermittent loss of stimulation and undesirable sensations could not be confirmed. The ipg exhibited normal device characteristics during both visual and functional examination. Additionally, a labeling review was performed. This review determined that a loss of adequate stimulation and undesirable sensations that may require explant or reimplantation is a known risk with the use of deep brain stimulation as documented in the IFU.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the implantable pulse generator (ipg) turning off and on, on its own causing intermittent and loss of stimulation. Patient also experienced undesired sensations wherein feeling symptoms of very strong cramping throughout his body which caused him to sweat and drop things he was holding. The patient also noticed the sensation when impedances were measured. The physician believed that the sensation was due to the implant being in a sensitive area of the brain. The patient also noted that he used to be a welder and would perform welding when first implanted but would turn the stimulation of while doing so. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively.